Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to patient discomfort. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report is being filed to correct the a. Patient information and d4: model number.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report is being filed to correct the a. Patient information and d4: model number. Correction to field h6: evaluation conclusion codes.